Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose and dka. Customer stated that the blood glucose reading at the time of hospitalization was over 800 mg/dl. Nothing further was reported.